Event description:
It was reported that the cp1150 home charger has melted. A new replacement charger was sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on october 06, 2023.